Event description:
Unomedical reference number (B)(4). Event occurred in the united states. Event occured on 5/16/24, 5/25/24 and 5/28/24. It was reported by the patient that 3 infusion set fell off within 1 day and half on (B)(6) 2 days on (B)(6), and a few hours on (B)(6) of use. Patient replaced infusion set and resumed insulin successfully. No further information was available

Manufacturer narrative:
(B)(4) - device 1 of 3.